Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Customer states they were changing reservoir when alarm occurred. Troubleshooting was performed however the insulin pump failed the displacement test. The insulin pump is returning for analysis.